Manufacturer narrative:
H3 other text : analysis by third- party.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found dust/dirt and destroyed power connector. The device was routed to scrap.this report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.